Event description:
During a rf procedure, the device indicated a fault warning. As a result, the procedure was aborted and re-scheduled. Initially the patient was scheduled for 4 levels to be completed; however, only one level was able to be performed.